Manufacturer narrative:
The date of incident has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges she was thrown out of the chair which resulted in a broken collar bone. Alleges the chair accelerated as she let off of the joystick and continued to increase in speed. Consumer felt she could not safely make the approaching corner and had no choice but to let go of the control before she hit the wall. The chair stopped abruptly and she fell out and onto the ground.

Manufacturer narrative:
The device was returned but is being held in quarantine and is not available for evaluation at this time.

Event description:
Alleges she was thrown out of the chair which resulted in a broken collar bone. Alleges the chair accelerated as she let off of the joystick and continued to increase in speed. Consumer felt she could not safely make the approaching corner and had no choice but to let go of the control before she hit the wall. The chair stopped abruptly and she fell out and onto the ground.